Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of software error detected alarm. During self-test, the pump alarmed hardware low level failures. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.

Manufacturer narrative:
The insulin powered up properly after battery installation. The device had operating currents within specification. The device passed the self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, and displacement test. The device had a pump error found in the pump history due to a software error. The device had a pump error in the pump history due to a cold solder joint on the u1 keypad assembly. The device had a cracked case corner of the belt clip rails near the battery compartment and minor scratches on the lcd window.